Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient would charge his ins from half full to full charge within an hour, and now he sit an hour and hour and half, it didn¿t completely fill up. Patient said he only got the ins 100% fully charge in the time had the device. Troubleshooting results were patient had 8 to one less bar when he started charging, the battery level was at the same level. It was mentioned that the only problem patient had was once with the patient programmer, and he did not remember what the issue was. He said maybe he wasn¿t getting full coverage. It was noted that patient¿s implant was not charging to 100%, the recharger will be replace. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported that the replacement of the recharger resolve the issue of insnot fully charged. The circumstance that led to this issue was variable, it was on and off. No further complication and events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. It was stated the patient¿s replacement recharger worked fine for a while and now it had the same issue as before. It took patient longer time to charge ins, he sat for 2.5 hours and ins icon still showed 50% charged. Patient said the replacement ins recharger was scuffed up when he got it. Patient contacted with customer services (cs), she checked his device and setting out, everything was o.k with implant itself. It was noted recharger wouldn¿t charge his implant past 50%. No further complication and no symptoms were reported.